Manufacturer narrative:
(B)(4).test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor and self test. No unexpected pump error 82 during testing noted. Successfully downloaded history files and traces using thus software. Pump error 82 was confirmed in history file on the event date (B)(6) 2022 12:54:04.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Motor was tested outside of the device and passed. Cracked keypad overlay noted. In summary, customer alleged pump error 82 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump got an alarm. Customer stated they noticed that pump restarted and then flashing red lights below the back button arrow. Customer stated that alarm history found insulin pump had hrm task did not grant motor power in reasonable time. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated that the insulin pump passed the displacement test and self test. The alarm occurred during bolus delivery. Cannula was recorded in daily history. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump was returned for analysis.